Event description:
It was reported that the patient was asymptomatic. It was noted that noise leading to oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Programming changes were made and as the noise grew in amplitude therapies were turned off. The rv lead was explanted and replaced. The patient was stable prior to the procedure and recovering post procedure.

Manufacturer narrative:
This event was reported by dr. (B)(6) at (B)(6). The intervention was performed by dr. (B)(6) at (B)(6).